Manufacturer narrative:
On (B)(6) 2015 09:52 am (gmt-5:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bom 7mm extended length endoscope was not working properly. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bom 7mm extended length endoscope was not working properly. The hospital did not report any patient effects.